Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an open and oozing ulcer near the front therapy pad. There was no alleged device malfunction contributing to the irritation. The patient followed up with her dermatologist who suggested applying duoderm or tegaderm patches to the irritation. Follow up indicated that the patient applied the tegaderm patch and followed the physician's recommendations. It was confirmed that the skin irritation improved.